Manufacturer narrative:
Onsite inspection of the driveline revealed yellowing and cracking of the outer sheath, confirming the reported event. A driveline sheath repair was performed by the vad coordinator to mitigate the reported conditions. Heartware has initiated an investigation to evaluate driveline sheath damages. Based on the investigation conducted, the most likely root cause of the driveline sheath damage is exposure to uv light. Per the instructions for use (IFU): the hvad driveline is a cable that connects to the implanted pump and passes through the skin to connect to the external lvad system components. The instructions for use (IFU) and patient manual caution the user to not pull, kink or twist the driveline or the power cables, as these may damage the driveline. Special care should be taken not to twist the driveline while sitting, getting out of bed, adjusting the controller or power sources or when using the shower bag. Users are to examine the driveline for evidence of tears, punctures or breakdown of any of the material during exit site dressing changes. The IFU and patient manual also cautions users that they should not attempt to repair or service any equipment. If service is required, they should contact their doctor, nurse or vad coordinator. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
A report was received that the driveline cable was noted to have a 1/2-inch area of insulation missing approximately two inches from the controller. The driveline appeared to have "wrinkling" suggestive of insulation pulling back slightly. The insulation affected appeared to be in the area where the driveline could interact with the zipper of the patient shoulder pack and could be rubbed by the battery two connection cable. The site applied rescue tape approximately one inch above and below the affected area. Additional rescue tape was given to the patient. Pre-and post-driveline rescue taping pictures were sent. The patient and his mother were instructed to watch for and avoid rubbing from equipment and/or zipper on the driveline and both verbalized understanding. They also verbalized understanding of when and how to call vad coordinator. There were no reported consequences or impact to the patient. No further information was provided.